Event description:
Info received indicates the hi/low drive brake is drifting down slowly.

Manufacturer narrative:
The tech found that the drive brake assembly mechanism was dirty. He cleaned/degrease the hi/low drive brake assembly to repair the bed.